Event description:
The patient was undergoing treatmet for an aneurysm in the anterior communicating artery. The physician introduced a pneumbra coil 400 inside the penumbra catheter 025 but the coil was handled incorrectly and curved inside the hub of the catheter. This was corrected and the coil was advanced towards the aneurysm; however, the physician noticed under imaging that there was a gap in the body of the coil and decided to remove and replace the coil. There was no injury to the patient and the treatment went well.

Manufacturer narrative:
Device investigation: the coil was returned connected to the pusher assembly in an undetached state. After 30 seconds in the decontamination solution the coil stretch resistant (sr) wire broke and the coil and pusher assembly separated leaving approximately 1 cm of sr wire protruding from the proximal constraint ball in the distal detachment tip of the pusher assembly. Results code: aside from the break in the sr wire which occurred during decontamination, there is a gap in the outer platinum coil exposing the inner components of the coil structure. The coil is deformed and the coil loops offset in the region. Conclusion code: the gap in the coil structure noted in the complaint is confirmed. The complaint description states that coil deployment began in the hub without the protection of the sheath allowing the coil to fold over on itself. It is likely that the damage to the coil structure occurred when the coil folded in the hub and continued to be advanced into the catheter. This damage was not noticed until the coil became visible under imaging at which point the physician decided to remove the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.